Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to premature battery depletion. This device was implanted for approximatley 25 months. No adverse patient symptoms were reported.